Event description:
Information was received indicating that a smiths medical jelco® protectiv® safety i.v. Catheter seemed dull and was difficult to stick the patient. There were no reported adverse effects.